Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device and found that the rgb filter was missing. There is a possibility that the abnormal noise was attributed to falling off of the rgb filter during rotation. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the rgb filter was damaged due to degraded with age. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure of endoscopic submucosal dissection (esd), an abnormal noise occurred from the subject device and the endoscopic image became monochrome. The user replaced the used endoscopic system with a similar system and completed the procedure. After the procedure, the field engineer checked the subject device and found that the rgb filter of the subject device was not rotating. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.